Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Name of hospital: (B)(6) hospital. Phone number of hospital/reporter: (B)(6).

Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported by the patient's father that the patient had diabetic ketoacidosis to be admitted at the hospital on (B)(6) 2024, at 5.00 pm. The patient's blood glucose level was 600 mg/dl upon admission, and they stayed in the hospital for two days. The symptoms were reported as feeling sick, unwell, and nauseous. He experienced diabetic ketoacidosis because of high ketones. During hospitalization, the patient received IV insulin drip (intravenous insulin infusion) as corrective treatment. No further information was available.